Event description:
It was reported that the pacing thresholds had greatly increased in the right ventricular (rv) lead. The rv lead had sustained failure to capture. The pacing outputs were reprogrammed to adjust for safety margin pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2002. (B)(4).